Manufacturer narrative:
(B)(4). Lockout broken,damaged latch post,returned empty. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned empty and with the lockout mechanism fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through; and the handle posts that prevent the horizontal movement of the shaft were noted to be broken. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was not working. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. No additional information is available.